Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as pain in hip, shoulder, neck, and back. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer alleges the metal bar at the bottom of the shower chair allegedly split, causing the consumer to fall and hit her shoulder and head on the jacuzzi tub. No serious injury is alleged.